Event description:
Event description boston scientific, crm received information that this cardiac resynchronication therapy defibrillator (crt-d) device is currently at middle of life 2 (mol2) status due to the device voltage. It has been implanted for approximately 1.5 years and premature battery depletion was suspected. The current monitoring voltage is 2.65 v. The right ventricular (rv) output is at 4.0 v at 1.0 ms; however, the right atrial (ra) and left ventricular (lv) output was reported to be normal. A memory dump was provided, and engineering analysis confirmed that this device was depleting prematurely. No adverse patient effects were reported.